Event description:
Customer reported hospitalization due to high blood glucose readings of over 500 mg/dl and diabetes ketoacidosis. It was noted that the customer was placed in the intensive care unit to bring down the blood glucose readings with insulin drips. Customer mentioned that they have recently begun receiving no delivery alarms on the insulin pump. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. It was noted that the time and date in the insulin pump were incorrect. Customer's blood glucose reading at the time of the call was 327 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.